Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Examination of the faulty sample shows a little tear at the end marking and very long tears/burst along the catheter tube both-sided at 28,5 cm. See attached photo of each sample. Samples two and four were pressure tested per iso (B)(4) part 1, and the test results were passing. Further, additional testing was conducted with nutriline twinflos from our stock, and all passed the test per iso (B)(4) part 1 as well. The samples tested from our stock failed at pressures between 10,71 and 13,52 bar. Doing the same test using alcohol (putting the catheters 1 min. In chloraprep) the bottom pressure was 4 bar to get the catheter burst. We have been informed that the customer used 2% chlorhexidine with 70% alcohol for site care. We have a warning in the product's IFU, a special warning leaflet and a hint printed on the product's label concerning the use of alcohol based disinfectant. This complaint is not confirmed. As each catheter is leak- and flow-tested before packaging and most of the samples worked for several days, we can exclude a manufacturing error. Corrective action: no corrective action is required at this time. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Increasing pump pressures. Dressing removed, line found to be kinked. Leaking where line was kinked

Manufacturer narrative:
The malfunctioning device was returned to vygon for device evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Increasing pump pressures. Dressing removed, line found to be kinked. Leaking where line was kinked patient outcome: line removed, new line inserted.